Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40 mg/dl range. Clinical diabetes specialist alleged issue may have been due to "over bolus or correction" however this was unable to be verified as the customer declined follow-up contact from tandem technical support, therefore no additional information could be obtained.